Manufacturer narrative:
(B)(4).

Event description:
The pt experienced inadequate pain relief. The pt underwent "multiple surgeries due to kinked catheter." On (B)(6) 2011, the catheter was replaced and a new (B)(4) was used. It was questioned if the "new pig-tail not patent." Pump drug info and pt outcome were not reported. Add'l info has been requested, but was not available as of the date of this report.